Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, the mean gradient was 23  millimeters of mercury (mm hg). A post-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic (true) balloon. The mean gradient decreased to 16 mmhg. A second bav was performed using a 26 mm non-medtronic (true) balloon. After dilatation, severe central aortic regurgitation was observed via. Transesophageal echocardiogram (tee). A second valve was subsequently implanted. A post-tee was performed that showed no pvl and a mean gradient of 14 mmhg. The patient was hemodynamically stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.